Manufacturer narrative:
The crep2 reagent lot number was 80106901 with an expiration date of 28-feb-2025.

Event description:
The initial reporter complained of high results for "several" patient samples tested for cobas creatinine plus ver.2 assay (crep2) between 2 lines of a cobas c 503 analytical unit. We received an allegation of a potential delay in treatment for congestive heart failure for 1 patient due to the high result. The initial result from line 1 was 187 umol/l. The repeat result from line 2 was 132 umol/l. Based on the high result, the patient reportedly had her medications changed to avoid nephrotoxic agents and her furosemide reduced to prevent additional kidney damage. The patient¿s normal medications were resumed after the repeat result was obtained.

Manufacturer narrative:
A reproduction test was performed at the customer site. Discrepant high crep2 results were not reproduced. Crystallization of basic wash around a manifold was identified (likely due to a previous leak in (B)(6) 2024; no current leaks were observed). The sample and reagent probes were replaced and adjusted, as were the ultrasonic mixer height and water supply. The results from a hardware performance check were acceptable. Many "abnormal aspiration" and "sample short" alarms were observed on the alarm trace data. These alarms suggest preanalytical handling issues. The cuvettes were tested internally. The cuvettes may be linked to sample quality issues caused by non-optimal shipping conditions (e.g. Unstable temperatures, very long shipment times). Comprehensive investigations concluded that the reaction cells were functioning correctly and were not the cause of the questionable high results. An instrument issue was not identified. The analysis of the alarm trace data and the cuvettes suggest sample quality issues at the customer site. The investigation did not identify a product problem. The cause of the event could not be determined.